Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified for the malfunction. Functional testing was performed and no failure was identified related to the reported high blood glucose issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred during basal therapy. Reportedly, the customer's blood glucose (bg) level was 247 mg/dl. The customer was unsure of the cause of the elevated bg level, but reported it to be unrelated to the alarm. Reportedly, the customer was on vacation and it was more difficult to stay on top of the food that was being consumed. It was confirmed that the customer had manual injections available to address the bg level and as alternate insulin therapy.